Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including mishandling the device and/or improper surgical technique. The complaint allegation was confirmed upon reviewing the customer's picture, which showed the device with the anchor observed outside the inserter shaft tip.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1934ps peek suture tak suture anchor was weak. It was reported that during the surgical procedure, the peek suturetak anchor was presented when opening the tip of the dissector that protruded from the shaft and an attempt was made to insert it, but it was not possible. The case was completed with another anchor. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.